Manufacturer narrative:
The event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request.

Event description:
According to the reporter, during a laparoscopic sigmoidectomy, the surgeon articulated the jaws and pushed the blue button, however could not close the jaws and could not clamp the tissue. The device with articulated jaws was removed from the trocar wound. Only the handle indicator was flashed green and the device did not react at all even they pushed buttons. The battery was re-inserted and the device reacted normally. The status of the patient is no problem.